Event description:
Consumer stated the unit turned off a few seconds after it is turned on. Unit is at the 5 lpm. No error code or alarm.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.